Event description:
On (B)(6) 2000 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the inferior vena cava (ivc) filter was in expected location with a slight clockwise tilt with the cranial apex of the filter abutting the left lateral ivc wall. The position of the filter struts are consistent with a chronic 3mm perforation.